Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was returned to the manufacturer, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
Additional information reported that right atrial lead oversensing was observed. The patient was a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.